Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of questionable ise indirect na, cl results for 1 patient sample tested on a cobas 8000 cobas ise module (double). The initial sodium result was 147 mmol/l. The initial chloride result was 87 mmol/l. The initial results were released outside of the laboratory. The repeat sodium result was 168 mmol/l and the repeat chloride result was 75 mmol/l. On (B)(6) 2018 the customer repeated testing on another analyzer. The sodium result was 141 mmol/l and the chloride result was 101 mmol/l. These results were deemed correct and a corrected report was issued. The customer also stated that the patient had a new sample drawn on (B)(6) 2018 and the results from this samples matched the corrected report results. Specific data was not provided. The customer did state that at the time of the event there were analyzer alarms. This caused the customer to repeat qc testing and based on the qc results the customer believed they had an issue and took the analyzer out of use. The qc results provided showed a noticeable difference between the qc results following the event compared to the qc results prior to the event. The sodium electrode lot number was provided as e3771 with an expiration date of 10-nov-2018. The chloride electrode lot number was provided as s3693 with an expiration date of 10-sep-2018. The sample was aliquoted by a modular pre-analytical system. The field engineering specialist found a pinch valve that was sticking. He cleaned off the pinch valve shaft to prevent further sticking. He performed mechanism checks to ensure the system was operating properly. The customer performed qc testing on the instrument. There have been no further issues following the service visit.